Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin alarmed failed battery test. Customer cannot recall their blood glucose reading. Customer declined to troubleshoot for failed battery test. Customer also reported critical block and inverse critical block did not add to zero also the critical block and inverse critical block did not add to zero. Insulin pump will not be returning for analysis